Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: 00999301735 ¿ zmr body ¿ 63375271. 00801803203 ¿ femoral head ¿ 63673713. 270905185 ¿ cup ¿ unknown lot. Complaint sample was returned and evaluated against the reported event. Visual review of the femoral stem confirm the stem fractured at the base of the femoral body. Proximal end of stem is still in the femoral body. Distal end of the stem shows bone debris and is stuck in a depuy extraction/ saw device. Sem revealed that the fracture was due to fatigue effects. The fracture surface shows the crack initiation site and indications of fatigue fracture such as ratchet marks and beach marks. The suspected crack exit region appears to be smeared. Xrf analysis confirms the stem sample to be consistent with ti-6ai-4v titanium alloy. DHR was unable to be reviewed as the lot number is unknown. Complaint information suggests the patient had a fall which may have contributed to the reported event, however a definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00999301735 ¿ zmr stem body ¿ unknown lot, unknown head ¿ unknown part and lot, unknown cup ¿ unknown part and lot, unknown liner ¿ unknown part and lot. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00763.

Event description:
It was reported that patient underwent a hip revision approximately 2 years post implantation due to the stem component fracturing at the taper junction and patient falling. Attempts have been made and additional information on the reported event is unavailable at this time.